Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited handling difficulty and non-ideal parameters during the implant procedure. It was further re ported that the lead exhibited resistance and it was noted that there was tissue residue and a slight deformation on the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.